Manufacturer narrative:
Retainer ring=black on (B)(6)2021 customer called in with the following concern: customer stated he got pump error 4, 63, 68, 53, 49, 23. Customer stated the pump has been shutting off and coming back on since october. Patient also had multiple battery alerts as well. P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test and self test. During download review on (B)(6)2021 pump error 4, 63, 53, 68, 49, and 23 alarms were recorded. Per r&d investigation, pump error 4 line number=2727 file number=32122 was the consequence of error 63. Pump error 63 was generated due to known ambient sensor failure. Pump error 53 file=2005 line-5632 was due to unstable power to the rf chip. Problem isolated to electronic assembly. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with cracked keypad at select button and scratched case. In conclusion pump error 4, 63, 68, 53, 49 and 23 were confirm using download history files and they were the cause of ambient sensor failure and unstable power to the rf chip. Isolated to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had loss of data, communication or transmission problem, circuit failure, electrical and electronic property problem, computer software issue. The customer stated they were able to clear the alarm and were able to complete the rewind process. The fill cannula 0.2 unit in air was successful. The error table indicated that the insulin pump should be replaced. No harm requiring medical intervention was reported. The insulin pump will returned for analysis.